Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ultrasound (us) tip broke off at the base during the ultrasound step of cataract [with intraocular lens (iol) implant] surgery. The broken us tip remained within the sleeve and did not fall into the eye. The surgery was completed on same day by replacing the product. There was no patient impact.